Manufacturer narrative:
Patient city:(B)(6). Patient country: belgium. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient faced infusion set adhesive issue event on 26-jan-2026. The patient reported that the infusion set catheter came loose in the swimming pool during swimming. No further information available.